Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was "set to low" and was causing the patient to have dizzy spells. Follow up was conducted and an allied health professional (ahp) was able to verify that the patient was seen in-office and the lower rate of the device was adjusted from 50 to 60 bpm and the patient felt better. The device remains in use. No patient complications have been reported as a result of this event.